Event description:
The complaint states that an unexpected cgm app shut-off was reported. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).